Manufacturer narrative:
Related submission files: 3012307300-2019-05020, 3012307300-2019-05021.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the cuff was noted to be pierced. Patient contacted the ambulance service who subsequently changed the tracheostomy tube for the patient. The cuff of that tracheostomy tube was also noted to be pierced. A second tracheostomy tube change out occurred. The cuff was also noted to be pierced on this device as well, so was then changed out for a third time. It was reported that the third tracheostomy tube used by the ambulance service was functioning properly.